Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during use. The home patient (hp) had already disconnected prior to calling baxter. The technical service representative (tsr) had the hp go into the alarm log and found the system error 2240 (air in tubing) prior to the system error 2367. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there was not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr advised the hp to contact the peritoneal dialysis registered nurse (pdrn) and inform them of the air in the system. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.